Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colectomy, the surgeon was able to press the green button but could not squeeze the handle and the device did not fire. Another handle was used with the same reload to complete the case. There was no patient injury.